Event description:
Reporter indicated a patient underwent explantation of the vns generator and lead due to infection at the generator and lead sites. It is unknown how the patient acquired the infection. The patient did not have any trauma or manipulate the device. The causative organism was streptococcus aureus. No medication or programming changes preceded the event. The patient received intravenous vancomycin antibiotics prior to the explant surgery. The patient has fully recovered from the implant surgery and vns reimplant surgery is planned.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator, and lead prior to distribution.